Event description:
As reported, following a curettage, upon inflation of the cook bakri postpartum balloon with rapid instillation components¿s balloon, a leaking was noted, the balloon was ruptured. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested but is currently unavailable.

Manufacturer narrative:
H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.